Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after changing only the cartridge on the ilet without replacing the infusion set or tubing, during which insulin delivery troubleshooting showed no drops during fill, an essentially empty cartridge upon removal, and resolution after a complete supply change and guided restart; the device alerted for high glucose and the user uses a contact detach 6 mm, 23 in infusion set, lot 6011331. Symptoms included feeling groggy. Outcomes included return of blood glucose to 122 and no need for outside assistance or medical intervention. Investigation included guided troubleshooting, verification of proper supply change steps, and observation that the removed infusion set and cannula showed no visible damage. Investigation of this case revealed a use-related issue consistent with incomplete supply change leading to suspected interruption of insulin delivery, with device function restored after full replacement of cartridge, tubing, and site; device alerts functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-related handling or setup contributing to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.